Event description:
It was reported in a literature publication that a retrospective review of prospectively collected outcomes for 545 consecutive adults who underwent spinal fusion for degenerative, spondylolisthesis, or deformity at one center was conducted. All patients underwent spinal fusion for spondylolisthesis (180 patients, average 3 levels), degenerative disease (193 patents, average 3 levels), or deformity (172 patients, average 9 levels); all were fused with rhbmp-2/acs, local autograft, and corticocancellous allograft. Follow-up averaged 5 years (24-112 months). There was no significant difference in complications between smokers and nonsmokers whether primary or revision surgery. Significant improvement was noted in vas, oswestry (odi), and pain medication records among smokers and nonsmokers for all diagnostic groups, whether primary or revision surgery; 23 patients developed a non-union post-operatively.

Manufacturer narrative:
Literature article citation: crandall et al in a publication entitled "smoking and spinal fusion with rhbmp-2: long-term clinical, functional and occupational outcomes" in the spine journal (12 (2012) 81s-98s). Mean age 61 yrs (range 19-88). Pt sex: 3 males, 11 females. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.